Event description:
Related manufacturing ref 9680001-2022-00032. During an atrial fibrillation procedure, the contact force would not display resulting in cancellation of the procedure. There was no force displayed with the first catheter. A second catheter was obtained which had the same issue. The tactisys quartz was then exchanged which did not resolve the issue. After half an hour of troubleshooting, it was decided to cancel the procedure, with no adverse consequences to the patient.

Manufacturer narrative:
One 65 mm tacticath quartz contact force ablation catheter was received for evaluation. When the returned device was connected to the tactisys quartz unit, optical fibers 1-3 met specifications for optical properties and contact force was displayed with no error messages noted. In addition, the catheter met specifications during electrical testing and temperature testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported contact force issue remains unknown.